Event description:
It was reported on 06/12/2006 to the complaint department that the closure top that locks the construct of the nexlink system had come loose from the construct. The date of surgery was in 2005. The date of the surgeon's awareness is 2006. No other info has been obtained to date.

Manufacturer narrative:
A request has been made to obtain the initial post operative x-ray to determine if the device was locked prior to the disassociation.